Manufacturer narrative:
Additional info: a5, b6, b7, d4-UDI, d6a, d6b, d10 h2, h3, h4 and h6. The device was returned to olympus for inspection where the reported event was identified. Based on the results of the investigation, the root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported an "error message: b30. Unrecognized" was observed on the subject device. The issue was found during set up / inspection for use. There was no patient involvement on this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.